Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty heater. Biomed didn't have the expected or actual values and ran a functional check, the device cooled fine but didn't heat. Confirmed it wasn't over filled, gave heater part number and price for biomed to replace. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that they were doing a calibration in an arctic sun device and failed for error 80 (water check time out - unable to reach calibration temperature).